Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient was unable to enter their device into MRI mode due to high impedances. Surgical intervention was undertaken wherein the lead was re-inserted into the ipg and the impedances resolved.